Event description:
Reporter is experiencing many problems with the tubing. The injection site doesn't seal properly after withdrawal of syringe allowing the blood to squirt out. There are holes in tubing causing leaks. Plastic cartridges have cracks.